Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoints passed for both the sawblade and femur with less than 1.0mm green and surgeon began cutting distal femur, the cut seemed significant so we stopped and rechecked the femur checkpoint. At this point the surgeon moved forward knowing it looked like a large cut. When finished with the distal cut it measured with a caliper to be 22mm and we were supposed to only take 10mm. From that point we took a blue probe to the distal femur in CT view and it showed we had "only taken 10mm". The surgeon decided to move onto the other cuts and the saw blade did not pass for the post chamfer cut once we left the screen. It was off by 15mm so we re registered the robot and it seemed to cut every single other cut perfectly and on track. After the case, the only cut that was off was the distal femur by about 12-15mm. Thankfully the rep was there to help with augments to fix this issue. Ligament balancing page showed up accurate following the augments with trialing. After the case I ran every single check and all were successful. The next day (today) a coworker had the same scrub tech and realized as he was disassembling the robot the base array popped out very easily. We now think the issue was the base array not properly locked in and the surgeon checked the blade checkpoint before the robot was lowered and therefore when the robot was lowered, it caused the base array to shift and that is why only that cut was off, because we re-registered after that cut. Case type: tka. Surgical delay: 40 minutes.

Manufacturer narrative:
Reported event: it was reported, "checkpoints passed for both the sawblade and femur with less than 1.0mm green and surgeon began cutting distal femur, the cut seemed significant so we stopped and rechecked the femur checkpoint. At this point the surgeon moved forward knowing it looked like a large cut. When finished with the distal cut it measured with a caliper to be 22mm and we were supposed to only take 10mm. From that point we took a blue probe to the distal femur in CT view and it showed we had "only taken 10mm". The surgeon decided to move onto the other cuts and the saw blade did not pass for the post chamfer cut once we left the screen. It was off by 15mm so we re registered the robot and it seemed to cut every single other cut perfectly and on track. After the case, the only cut that was off was the distal femur by about 12-15mm. Thankfully the rep was there to help with augments to fix this issue. Ligament balancing page showed up accurate following the augments with trialing. After the case I ran every single check and all were successful. The next day (today) a coworker had the same scrub tech and realized as he was disassembling the robot the base array popped out very easily. We now think the issue was the base array not properly locked in and the surgeon checked the blade checkpoint before the robot was lowered and therefore when the robot was lowered, it caused the base array to shift and that is why only that cut was off, because we re-registered after that cut. Case type: tka surgical delay : 40 minutes¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review: a review of device history records shows that rob676 was inspected on 09 august 2018 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999, rob676 reports no similar complaints for tka software - inaccurate resection. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Checkpoints passed for both the sawblade and femur with less than 1.0mm green and surgeon began cutting distal femur, the cut seemed significant so we stopped and rechecked the femur checkpoint. At this point the surgeon moved forward knowing it looked like a large cut. When finished with the distal cut it measured with a caliper to be 22mm and we were supposed to only take 10mm. From that point we took a blue probe to the distal femur in CT view and it showed we had "only taken 10mm". The surgeon decided to move onto the other cuts and the saw blade did not pass for the post chamfer cut once we left the screen..it was off by 15mm so we re registered the robot and it seemed to cut every single other cut perfectly and on track. After the case, the only cut that was off was the distal femur by about 12-15mm. Thankfully the rep was there to help with augments to fix this issue. Ligament balancing page showed up accurate following the augments with trialing. After the case I ran every single check and all were successful. The next day (today) a coworker had the same scrub tech and realized as he was disassembling the robot the base array popped out very easily. We now think the issue was the base array not properly locked in and the surgeon checked the blade checkpoint before the robot was lowered and therefore when the robot was lowered, it caused the base array to shift and that is why only that cut was off, because we re-registered after that cut. Case type: tka. Surgical delay : 40 minutes.